Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4) - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch sbmqrx: mfg date: 02/28/2022, exp date: 01/31/2024, batch sdmdku: mfg date: 04/08/2022, exp date: 03/31/2024. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). After clarifying with the surgeon and team, it was only one procedure with one patient. From my understanding it was during a knee arthroplasty. Five stratafixes of two different lots were pulled and broke during the procedure. This surgeon uses this stratafix code daily, and it is not an issue of technique. The stratafix suture broke off from the needle/swage for all five of the ones pulled. They were able to complete the procedure successfully with no outstanding stratafix present in the patient. They greater concern is if this will happen again with these stratafix codes. This is the first time this has happened. I requested they hold onto the sutures if this were to happen again so we can send it in. They had already discarded them before they spoke with me, so we could not send them in for further testing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible please confirm: how many of the sutures broke with lot sdmdku? How many of the sutures broke with lot sbmqrx? What was the date of the procedure? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m associated events submitted via mw#: 2210968-2022-06018, 2210968-2022-06019, 2210968-2022-06020, and 2210968-2022-06021.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date in 2022 and the suture was used. During surgery, the suture was breaking during facia closure. The procedure was completed successfully with no outstanding suture present in the patient. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after clarifying, multiple of each code broke. There are two lots in the bin and they were just pulling them without saving the actual lot number pulled. It was only one case where this happened. They have no had an issue since thankfully. Dr. (B)(6) stated the needle popped off four times (could have been each code). Case was potentially (B)(6) or (B)(6). Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 g /m.